Event description:
The hypertronic connector portion of the handle that connects to the catheter, broke off. The catheter could not be disconnected from the handle, either. Both catheter and handle are unsalvagable.